Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was unable to prime during the prime test and motor error alarm during basic occlusion test due to loose/protruded drive support disk. No prime alarm noted. The motor passed motor test. The insulin pump had minor scratched lcd window, cracked case near display window corners, cracked battery tube threads and cracked reservoir tube lip.

Event description:
It was reported that the customer had a compromised force sensor system alarm. Customer pressed the esc and act buttons to clear the alarm. Customer stated that they use an (B)(6) alkaline battery. Customer had to discontinue pump use and follow their medical prescription for insulin shots until the replacement arrives.